Manufacturer narrative:
H3: the revision reported may have been due to third body wear, patient-related conditions, instability, and/or malalignment between the femoral and tibial components, which led to prosthesis wear. However, this cannot be confirmed as the device was not available for evaluation and images of the explanted device/radiographs were not provided.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomittants: 02-010-02-0350 - logic femur ps poroso right sz 5 (B)(6); 02-012-45-5050 - bandeja tibial logic fit 5f/5t (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
During the week of april 17-25, representatives of exactech, inc. And exactech spain conducted an inperson site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. This patient (B)(6)) was implanted with a 02-012-35-5009-inserto tibial logic ps 5, 9 mm, serial number (B)(6) on (B)(6) 2018. The insert was manufactured on 11/2/2016 and was packaged in a vacuum bag with no evoh. The insert was manufactured on 11/2/2016 and was 1 year 4 months shelf age at the time of implant. On (B)(6) 2021, approximately 3.0 years post implantation, the patient underwent revision for wear of the polyethylene. No additional details are available at this time.